Event description:
It was reported that the device had loose part inside. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of ¿loose part inside¿ was confirmed. ¿ on 12-dec-2024, pcu device was received unboxed and with paperwork. ¿ internal investigation revealed a loose set of screw and washer dropped inside the pcu device. ¿ device to be returned to san diego repair center for normal processing. ¿ noted issue was corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. During service repair unit shows error 120.4490. Ops lab verified battery was good and unit will need new power supply board. Unit returned to service. ¿ failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.